Event description:
It was reported by service report that the toprails on both siderails were not locking in place due to broken spindle spacers. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.